Manufacturer narrative:
Results and conclusions: (based on the information available no root cause can be determined). (Evaluation of device in progress). (B)(4).

Manufacturer narrative:
Failure to follow instructions (product IFU states 'do not apply neither negative nor positive pressure to the catheter prior to placement of the stent across the lesion. This may cause premature dislodgment of the stent') (B)(4).

Event description:
Evaluation summary: the device was returned broken in two parts, at about 25 cm from the tip. The broken ends appeared cut because the shaft was not stretched close to the broken point. The shaft was kinked close to the proximal balloon welding. The stent was dislodged few mm from the proximal side to the distal one, moreover it was crushed in the middle and some struts were damaged on the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion using a scuba stenting device. It was reported that during procedure, physician found stent was dislodged from the balloon while advancing to the lesion. The lesion was pre dilated. Force was not used to advance the device to the target lesion. The device was removed from the hoop, and inspected prior to use with no abnormalities noted. The device and stent were removed from the patient and a new scuba (B)(4) was used to complete the procedure. It was reported that the patient is good. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).¿